Event description:
During a mastectomy procedure, the sterile field was compromised, at which time the patient was re-draped. During the re-draping, it was noted that the pt's foot was blue. The pt had an arterial line and a tourniquet at the calf of that leg. At some point, the anesthesiologist turned of the tourniquet which should have caused the cuff to automatically deflate, but that did not happen. There were no other sequelae, other than a (B)(6), for which the pt is being anti-coagulated.